Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that approximately five years post filter implant, the patient presented to the hospital with chest pain. X-ray and CT imaging were performed and it was identified that the filter had migrated into the left main pulmonary artery. From the images of the left pulmonary artery, it appeared that there is a very large and well-organized clot trapped within the filter. The patient is going to receive heparin for two weeks and the hospital will follow-up with another CT scan. It is unknown whether the filter will be removed in the future. The patient is stable. It should be noted that approximately four months ago the patient has an abdominal CT scan (for other medical reasons) and at the time the filter was adequately positioned in the vena cava just below the renals.